Event description:
Ous MDR - there was an increase in the rv lead amplitude and a rv lead dislodgement was diagnosed. Lead re-positioning was performed on (B)(6) 2015. There were no adverse patient effects reported.

Manufacturer narrative:
The medical device is not available for analysis, therefore, the device itself could not be investigated.